Event description:
The customer reported via phone call that she had an unexpected restart on the insulin pump. Customer also had 2 external ram error alarms in the alarm history and the pump keeps resetting whenever the battery is changed. Customer stated that the pump was not stored or not in use for an extended period of time. Customer was advised that the pump will need to be replaced. Customer was advised to monitor the pump and that she may continue to wear the pump until the replacement arrives. Customer was unsure if the alarm happens while the pump is in use or following a battery change.

Manufacturer narrative:
The insulin pump alarmed after a battery change due to a faulty interface board. The insulin pump was received with a cracked reservoir tub lip and a missing end cap sticker.